Event description:
Physician reported "textured" exchange due to concerns with the product and later observed "plug strap separated" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Continued h6: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side deflation and a bilateral implant removal from textured to smooth due to the concerns of the product.

Event description:
Physician reported, "textured" exchange, due to concerns with the product. And later observed, "plug strap separated", during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is a medical event. Is not related to the device. Other-technical: observed, broken on the plug strap side assessed, as unidentified (tear) opening). Additional observations: yellow particles observed, on the device. One opening observed, on the anterior and posterior side assessed, as surgical damage.